Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronics assembly. The corroded motor home switch was noted during visual inspection. The insulin pump also was received with cracked case on the display window corners, minor scratches on the lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer's mother reported via phone call moisture damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for moisture damage was performed. Customer's mother advised the patient's insulin pump was exposed to salt water, the device began to vibrate, then there was a bubbling noise and finally the device had a blank display. Customer advised they went fishing, lost their footing and the device fell into the water. Customer advised the blank display anomaly occurred immediately after the device was exposed to the salt water. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.